Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal system was used during a sling placement procedure. According to the complainant, during the procedure, the patient's bladder was perforated. The perforation was visualized during cystoscopy. The procedure was completed with this device. It was reported that the patient will be catheterized for one week following the procedure. No other treatment was administered for the perforation. The patient's condition at the conclusion of the procedure was reported to be "stable" and "doing well".

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6), 2010, the lay user/patient's family member contacted lifescan (lfs) alleging that the onetouch ultrasmart meter was prompting a battery indicator. The medical surveillance specialist (mss) was unable to reach the lay user/ patient or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began two to three months prior to contacting lfs. The reporter indicated the patient does not manage his diabetes with oral medication or insulin; however, after the alleged issue occurred the reporter claimed the patient continued with his usual diabetes routine. One month prior to contacting lfs, the reporter claimed the patient developed symptoms of dizziness, shaking, and sweating as a result of the alleged issue. The reporter also indicated the patient obtained a reading of "32 mg/dl" with the doctor/clinic's meter on an unspecified date in (B)(6) 2010. According to the csr's documentation, on an unknown date (in (B)(6) 2010) the patient went to the hospital and was administered "d-50" (which the reporter specified was like a glucagon injection) by a health care professional (hcp). During the time of troubleshooting, the csr noted that the batteries in the subject meter did not need to be replaced and there was no misuse of the lfs product. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed the patient developed symptoms suggestive of severe hypoglycemia after the alleged issue began and received medical intervention from an hcp.